Manufacturer narrative:
The device is not available for evaluation. The complaint could not be confirmed without return of the product, nor could a root cause or potential contributing factors be identified. The lot number was not provided; therefore, a device history record review was not completed. Our field clinical specialist has been in communicating with the customer and the customer indicated that "the issue was isolated and may have been blown out of proportion". The staff has been really watching the catheter cases and the vig 2 monitors, and everything has worked well.

Event description:
It was reported that when the patient first came back from the or the cvp and pa waveform looked great. Within 6-8 hours the waveforms began to drift. After that time the waveforms never returned to a "good" waveform. There were no error messages observed on the monitor. There have been no patient complications reported.